Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut when a cold polypectomy was attempted. The device then failed to attach securely to the active cord in an attempt to cut with cautery. The procedure was completed with another profile extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device did not find any failures. Electrical testing was performed and resistance was measured at 13.1ohms which is within specification. The cautery pin was inspected and passed the plug wire connection test. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to cut when a cold polypectomy was attempted. The device then failed to attach securely to the active cord in an attempt to cut with cautery. The procedure was completed with another profile extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.